Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs. Only patient information was provided. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. The technical expert noted that the reported event could not be duplicated. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of the treatment settings cannot be performed. Based on the information provided by the user facility, a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained second and third degree burns to the face area following ipl treatment with a lumenis m22 laser. It was further reported that the patient visited their local emergency room and was treated by the burn unit. Additionally, the user facility reported the patient had sun exposure prior to treatment and that no test patch was performed prior to the full treatment.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs which were partially provided. Lumenis was unable to obtain documentation in regards to the ER visit. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. The technical expert noted that the reported event could not be duplicated. A lumenis medical director reviewed the reported event details, patient photographs, and patient treatment settings concluding the treatment settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that improper skin typing, no test patch reported, sun exposure, aggressive treatment settings and poor patient assessment to be the contributory causes of the reported event. A review of device labeling states: clinical guide: ipl skin treatments: there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch on the intended treatment area during the first treatment session. Contraindications - exposure to sun prior to treatment.